Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/18/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, drainage, and pustules under the entire patch area which occurred four days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral cortef. No additional event or patient information is available.